Event description:
Site indicated surgical site/orthopaedic ae. Moderate severity. Definitely not device related. Rehospitalized for surgical site/orthopaedic complication (B)(4) 2009. Treatment: manipulation.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.